Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97745ac (serial: unknown); product type: 0001-accessory medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the controller is not working; the patient clarified it is not charging the implanted neurostimulator battery since a couple of nights ago. The patient stated they had seen a call medtronic message but they were able to "shake" the controller and the message goes away. Patient clarified the are not able to charge the controller from the ac power cord. Patient service specialist had patient remove the li battery pack and plug the controller into the ac power and patient stated that the controller does not power up. The patient verified the ac power plug does not have a green light on when it is connected to the wall. The patient verified they have tried multiple outlets. Patient verified the controller powers up with the li battery pack the issue was not resolved. An email was sent to the repair department to replace the ac power cord.